Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had developed a red rash at the pocket site. The patient was prescribed with a tropical cream and penicillin. No further information has been obtained.